Event description:
In 2001 pt had a bronchoscopy alveolar lavage (bal). Pt was intubated with a mallinckrodt 7.5 endotracheal tube. When the dr attempted to pull the scope out of the endotracheal tube the end of the scope "hooked" in the "eye" of the endotracheal tube. The two pieces of equipment could not be disconnected. The pt did not tolerate this procedure. Pt desaturated and an emergency code was initiated. The pt was successfully resuscitated.